Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in muenchen, germany. A livanova field service engineer was dispatched to the customer's facility to conduct an on-site inspection of the machine, during which the reported condition was confirmed. In detail, the troubleshooting process revealed the following failures: mechanical failure of the stirrer motor: the motor was blocked and exhibited bearing damage. Electrical failure of the distribution board: a control error was detected. To restore full functionality, both the stirrer motor and distribution board were replaced. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the errors: pump 1 will not start (e06) and uses too much power (e07) on the patient circuit. The issue occurred during priming. There is no report of patient injury.